Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 04/08/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/25/2015 with the following findings: visual inspection revealed that the keypad cover was torn in the area of the ok button. All of the keypad buttons were found to be difficult to engage. Evaluation revealed that the contrast keypad button was unresponsive and the up arrow, down arrow, and ok keypad buttons were intermittently responsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly caused the reported issue. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The audio bolus button cover was observed to be torn; however, the button was properly responsive.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.